Event description:
It was reported that the patient received six inappropriate shocks due to t-wave oversensing (twos), and that the patient's potassium level had been elevated. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.